Manufacturer narrative:
Returned device was received in worn physical condition. There was wear and tear on the enclosure, large cracks around the bolts of the reservoir cover, worn line cord, and the older style pcb and drain fitting. During the evaluation of the device, the reported issue was able to be replicated. The over temp alarm was found to be out of calibration which caused the problem. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer over temp alarm "would activate". No adverse effects were reported.

Manufacturer narrative:
The reporter stated that the device "would not sense the over temp alarm during pm testing".